Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the air alarms cannot be determined but it is unlikely related to the disposable as the system must pass a prime and alarms test prior to initiating treatment. The user's guide contains adequate information regarding probable cause of alarms and alarm recovery instructions. There is no evidence of a device malfunction. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.